Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a generator. It was reported that the generator fell on the floor and was now giving electrical sparks. The healthcare professional (hcp) would like it to be repaired. There was no impact to patient when the issue was identified. Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported that the generator had physical damage, broken front panel and non-visible damages since the generator fell to the ground. It was noted the clinical department also reported a clinical user got an electrical shock when the generator was activated. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported the nurse was going to move and relocate the generator while the operator was using it, activating the diathermy, and the nurse got an electrical shock. The nurse did not notice where the electrical spark was coming from, that was still unknown. It was noted the issue was identified during surgery/set up. Additional information was received healthcare professional (hcp) via the manufacturer representative (rep). It was reported there was a handpiece connected when the issue was identified

Event description:
Additional information was received the manufacturer representative (rep). It was reported that the handpiece was discarded. No information as to how the case was completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.